Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had an audio anomaly, unresponsive button and alarmed memory corruption. The customer stated that there was a funny noise coming from the pump and that the act button was unresponsive. The customer was assisted with troubleshooting for the alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that a temp basal was not programmed prior to the alarm and that the insulin pump was stored without a battery. The customer was advised that this was normal insulin pump behavior. There was no troubleshooting performed for the audio anomaly and unresponsive button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No unexpected strange noise or displayable history crc check failed error alarm noted during testing. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. All buttons function properly however corroded keypad traces were noted.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No unexpected strange noise or corrupted history file error alarm noted during testing. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.